Event description:
A healthcare facility in germany reported that mr290v autofeed humidification chambers, provided as a part of rt380 adult dual heated evaqua2 breathing circuits, were found leaking water from a crack in the dome of the chamber during use. The healthcare facility provided photographs showing cracks on the domes of two mr290v autofeed humidification chambers. There was no patient harm reported.

Manufacturer narrative:
(B)(4) the subject mr290v vented autofeed humidification chambers provided with the rt380 adult dual heated evaqua2 breathing circuit have been requested to be returned to fisher & paykel healthcare in new zealand for evaluation. We will provide a follow up report upon completion of our investigation.

Manufacturer narrative:
(B)(6). Method: two of the subject mr290v vented autofeed humidification chambers provided with rt380 adult dual heated evaqua2 breathing circuits were provided to fisher & paykel (f&p) healthcare in new zealand, where they were visually inspected and analysed. Results: visual inspection of the returned mr290v vented autofeed chambers confirmed the presence of cracks on the domes of both chambers. Further analysis of the chambers confirmed the presence of a leak. Conclusion: the reported water leakage was confirmed to be due to cracks on the chamber's dome. The rt380 adult dual heated evaqua2 breathing circuit kits are designed and tested to conform to iso 5367 breathing tubes intended for use with anaesthetic apparatus and ventilators. Every mr290v vented autofeed humidification chamber is pressure tested following the manufacturing process to check for any leaks present in the chamber dome due to cracks and other causes. Any chamber which fails this test is rejected. In addition, the pressure test is followed by a visual inspection of each chamber. No cracks in the chamber dome are acceptable. Any chamber that fails this inspection is rejected. The subject mr290v vented autofeed humidification chamber would have met the required specification at the time of production. The user instructions that accompany the rt380 adult dual heated evaqua2 breathing circuits state the following: - perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient. - do not use the chamber if the seals are not intact when received, or if it has been dropped. - ensure there is a water supply connected to the chamber and that water is present within the chamber. - appropriate patient monitoring (e.g. Oxygen saturation) must be used at all times. - ensure appropriate ventilator or flow source alarms are set before connecting breathing sets to patient. - visually inspect breathing sets for damage (e.g. Crushed tube or cracked connector) before use and replace if damaged. - do not soak, wash, or sterilize this product. Avoid contact with chemicals, cleaning agents, or hand sanitizers.

Event description:
A healthcare facility in germany reported that five mr290v autofeed humidification chambers, provided as a part of rt380 adult dual heated evaqua2 breathing circuits, were found leaking water from a crack in the dome of the chamber during use. The healthcare facility provided photographs showing cracks on the domes of two mr290v autofeed humidification chambers. There was no patient harm reported.

Manufacturer narrative:
(B)(4). Method: the subject mr290v vented autofeed humidification chambers provided with the rt380 adult dual heated evaqua2 breathing circuit, additional information, and photographs were requested to be provided to fisher & paykel (f&p) healthcare in new zealand for evaluation. Results: there was no response to f&p healthcare's requests for additional information on the reported issue and return of the subject devices. A review of the provided photographs confirmed the presence of a crack on the dome of two chambers. Conclusion: based on the limited information provided by the healthcare facility and without the return of the subject devices, we are unable to determine the cause of the reported issue. The mr290v vented autofeed humidification chambers are designed and tested to conform to iso 5367 breathing tubes intended for use with anaesthetic apparatus and ventilators. Every mr290v vented autofeed humidification chamber is pressure tested following the manufacturing process to check for any leaks present in the chamber dome due to cracks and other causes. Any chamber which fails this test is rejected. In addition, the pressure test is followed by a visual inspection of each chamber. No cracks in the chamber dome are acceptable. Any chamber that fails this inspection is rejected. The subject mr290v vented autofeed humidification chamber would have met the required specification at the time of production. The user instructions that accompany the rt380 adult dual heated evaqua2 breathing circuits state the following: perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient. Do not use the chamber if the seals are not intact when received, or if it has been dropped. Ensure there is a water supply connected to the chamber and that water is present within the chamber. Appropriate patient monitoring (e.g. Oxygen saturation) must be used at all times. Ensure appropriate ventilator or flow source alarms are set before connecting breathing sets to patient. Visually inspect breathing sets for damage (e.g. Crushed tube or cracked connector) before use and replace if damaged.

Event description:
A healthcare facility in germany reported that five mr290v autofeed humidification chambers, provided as a part of rt380 adult dual heated evaqua2 breathing circuits, were found leaking water from a crack in the dome of the chamber during use. The healthcare facility provided photographs showing cracks on the domes of two mr290v autofeed humidification chambers. There was no patient harm reported.